Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer changed the reservoir because one of the reservoirs had a hole in it. Customer stated that this was the reason her blood glucose level was high (157 mg/dl) on (B)(6) 2014. Customer did not retain the reservoir and cleaned the reservoir compartment from the insulin that had spilled. Customer stated that the new reservoir is working at this time. Reservoir and infusion set will be replaced. Customer also changed the infusion set as well. No further assistance needed.